Event description:
It was reported that the device air max relief pressure readings are off and then not alarming at the higher number. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with all small knobs cracked, battery cover broken. The customer stated problem was not duplicated. No action taken on relief pressure specs. Re-set peep (positive end expiratory pressure) and adjusted to correct the high pressure alarm. Replaced 4 cracked small knobs. The cause of the reported problem could not be determined. A DHR (device history review) review was not conducted, as it does not indicate a problem with the initial manufacture or prior repair of the device. The previous service history has been reviewed and deemed unrelated to the current customer reported reason., corrected data: d5: correction: operator of the device: unknown. E4: correction: customer reported to FDA: no information.